Manufacturer narrative:
Evaluation summary: the product investigation could not identify a root cause. The doctor had requested calculation assistance. The 14.0 diopter lens was replaced with another 14.0 diopter lens. This difference in toricity between replacement lens may be suggestive of a calculation error and not a product malfunction. No further information has been provided.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2016. (B)(4).

Event description:
A technician reported an intraocular lens (iol) that was exchanged due to inadequate astigmatism treatment resulting in poor vision.